Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was unable to communicate with external devices. The patient stated he last had any stimulation therapy approximately a week prior. The patient also stated he charged every night for less than an hour. Surgical intervention may be taken at a later date to address the issue.

Event description:
Follow up identified the patient had his scs ipg explanted and replaced. Stimulation therapy was reportedly restored postoperatively.